Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. The manufacturer internal reference number is:(B)(4).

Event description:
An ophthalmic surgeon reported that approximately six weeks following a cataract removal with intraocular lens (iol) implant procedure, a patient developed anterior lens epithelial on-growth, which he described as haze or fibrosis. A yag (yttrium aluminium garnet) laser treatment was subsequently performed. Clarification was received, indicating that the anterior lens epithelial on-growth had not yet reached the visual axis, but the surgeon was concerned that it could in the future; therefore, the surgeon decided to treat the patient. This is one of two medical device reports for this patient; this report is for the patient's left eye.